Manufacturer narrative:
Device evaluation: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As received, the specimen consisted of one-1 hydro gw stf std an 260-035; returned coiled, loose and double-bagged within "zip-lock" style poly pouches. The specimen presents damage to the polymer jacket material 86.40cm from the distal tip, with the torn jacket material stretched and displaced distally over itself 29.9 to 66.55cm from the distal tip, creating oversized diameters to .04155" and exposing 19.85cm of the metallic core wire 66.5 to 86.4cm from the distal tip. The specimen also presents bend damage 1.50 to 7.0cm from the distal tip. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. There did not appear to be any polymer jacket material missing from the specimen device. The report of damage is confirmed. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. As indicated in the warnings section of the device instructions for use (dfu): "to prevent possible tissue damage, care should be taken when manipulating a device over a zipwire¿ hydrophilic guide wire during the device's placement and withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, remove the zipwire¿ hydrophilic guide wire and device as a unit to prevent possible damage and/or complications." And "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." Based on the information provided to date, it appears that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The wire got stuck in the catheter, this two devices got stuck with each other. They were able to get the wire out of the catheter but it sheared the coating off and left it inside the catheter. They ended the procedure by opening another catheter and wire. No complications.